Event description:
Self test error occurred during power up. Battery was replaced and the device still errored out. The device remains in service. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.